Event description:
It was reported that the surgeon used monocryl suture in an undescended testicles procedure. The surgeon claims that the suture was absorbed within hours. No remnants or portions of any sutures remained at the site. The surgery date was in 2000. The wound dehisced and the surgeon had to re-suture the area the same day. Pt is currently doing fine.